Manufacturer narrative:
The reported event of failure to sense was not confirmed. Final analysis found that as received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, it was noted that the right atrial (ra) lead had failed to sense. The physician elected to remove and replace the ra lead to complete the procedure. The patient was in stable condition throughout.